Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nineteen devices were received for evaluation; 4 events were duplicated during testing. Thirteen events were not duplicated; however the devices were out of specifications. Fifteen devices were found to be affected by damaged internal components. Two devices were found to be affected by corrosion. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 20 </noe> malfunction events, in which the device overheated. Thirteen reported events had no patient involvement; no patient impact. Five reported events had patient involvement with no patient impact. Though requested, information was not received regarding 2 reported events.